Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) displayed an error. One knob is missing. The battery drawer sticks (during initial inspection). It was advised that the epg was at end of life and therefore returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.